Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, shortly after implant, the right ventricular (rv) lead exhibited high rv coil and superior vena cava (svc) coil impedance. It was discovered that the rv coil pin was loose. The lead was reconnected and remains in use. No patient complications have been reported as a result of this event.